Event description:
It was reported that an ilet user experienced persistent scan errors and difficulty pairing with a freestyle libre 3 plus continuous glucose monitor (cgm) sensor during cgm setup and use, consistent with an intermittent communication failure involving the device¿s antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem between the cgm and ilet, characterized by intermittent communication failure associated with the electrical/magnetic subsystem and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.